Manufacturer narrative:
This case was initially received via regulatory authority (anvisa, reference number: (B)(4). On 04-feb-2021. The most recent information was received on 08-feb-2021. This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), dysmenorrhoea ("menstrual colic"), abdominal pain ("abdominal pain / abdominal colic"), abdominal distension ("abdomen bloated"), abdominal discomfort ("abdominal discomfort"), back pain ("back pain"), vaginal haemorrhage ("vaginal haemorrhage"), vulvovaginal discomfort ("vaginal discomfort"), headache ("severe headache"), fatigue ("fatigue"), pain in extremity ("leg pains"), arthralgia ("joint pain"), myalgia ("muscle pain"), dizziness ("dizziness"), nausea ("nausea"), mood altered ("mood alteration"), female sexual dysfunction ("could not have sex right"), depression ("depression") and hair growth abnormal ("hair growth abnormal"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal distension, abdominal discomfort, back pain, vaginal haemorrhage, vulvovaginal discomfort, headache, fatigue, pain in extremity, arthralgia, myalgia, dizziness, nausea, mood altered, female sexual dysfunction, depression and hair growth abnormal outcome was unknown and the uterine pain had not resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain, arthralgia, back pain, depression, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, hair growth abnormal, headache, mood altered, myalgia, nausea, pain in extremity, pelvic pain, uterine pain, vaginal haemorrhage and vulvovaginal discomfort with essure. The reporter commented: she took pain medication that would resolve for a few hours and soon the pain would return. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (anvisa, reference number: 2021.02.000253) on 04-feb-2021. This spontaneous case describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), dysmenorrhoea ("menstrual colic"), abdominal pain ("abdominal pain / abdominal colic"), abdominal distension ("abdomen bloated"), abdominal discomfort ("abdominal discomfort"), back pain ("back pain"), vaginal haemorrhage ("vaginal haemorrhage"), vulvovaginal discomfort ("vaginal discomfort"), headache ("severe headache"), fatigue ("fatigue"), pain in extremity ("leg pains"), arthralgia ("joint pain"), myalgia ("muscle pain"), dizziness ("dizziness"), nausea ("nausea"), mood altered ("mood alteration"), female sexual dysfunction ("could not have sex right"), depression ("depression") and hair growth abnormal ("hair growth abnormal"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal distension, abdominal discomfort, back pain, vaginal haemorrhage, vulvovaginal discomfort, headache, fatigue, pain in extremity, arthralgia, myalgia, dizziness, nausea, mood altered, female sexual dysfunction, depression and hair growth abnormal outcome was unknown and the uterine pain had not resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain, arthralgia, back pain, depression, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, hair growth abnormal, headache, mood altered, myalgia, nausea, pain in extremity, pelvic pain, uterine pain, vaginal haemorrhage and vulvovaginal discomfort with essure. The reporter commented: she took pain medication that would resolve for a few hours and soon the pain would return. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.